Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) was connected to the patient line during prime on the home choice. The technical service representative advised the hp to start over with new supplies or complete therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error, where the patient connected to the patient line during the prime phase. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿warnings and cautions¿ warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Section ¿prepare for therapy¿ warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.